Event description:
It was reported that the facility has encountered multiple leaks with the device at the connection site of the cassette and extension set. No additional details. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no obstructions, damaged, broken, or other defects were detected in none of the joins of the product. In order to reproduces the failure mode reported for customer, a cassette product was taken from production floor and filled as cassette IFU indicates, extension set was connected to the luer to perform a functional using a pump; the pump was set running and liquid flows through the whole devices without leaking, thus, the failure mode reported is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).